Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer reported a falsely elevated magnesium result on the architect c4000 analyzer. Sample ID (B)(6) generated an initial result of 6.65 mg/dl and retest of 1.8 mg/dl. The customer uses a normal range of 1.6 to 2.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative performed troubleshooting which included manually cleaning the cuvette segments. Magnesium precision was performed and the results were satisfactory. The architect (B)(4) service history review revealed no contributing factors on or around the date of the complaint. There was no subsequent contact from the customer regarding erratic/discrepant results since the field service representative cleaned the cuvette segments. A review of complaint and trending data for the cuvette segment identified no issues or trends. Tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The c4000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.